Event description:
A patient was having an 44-1 exeter stem removed due to thigh pain. When the stem was removed it was noticed that there were black burnishings on the implant.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Manufacturer narrative:
An event regarding thigh pain involving a trident shell was reported. An event regarding malposition involving of a trident shell was confirmed. Conclusion: a medical review was performed and concluded that "cup malposition in absent anteversion caused psoas tendinitis with thigh pain representing the indication for revision surgery with stem and cup revision." There is no indication or evidence that the product reported in this investigation contributed to the event. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
A patient was having an 44-1 exeter stem removed due to thigh pain. When the stem was removed it was noticed that there were black burnishings on the implant.